Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve injury was noted via lost compound muscle action potential (cmap) and palpation. The ablation was immediately stopped with a double stop technique. Upon pacing the phrenic nerve, only minor diaphragm movement was noted, therefore, the case was aborted. The patient was under general anesthesia. No further patient complications have been reported as a result of this event. On 2018-06-05: it was further reported that the phrenic nerve injury recovered the next day.